Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as there were no records under the part and lot number combination provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. As no samples were returned a thorough product evaluation could not be carried out. Low adhesion may be caused by adhesion levels of the raw material used to make the film of this dressing. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. As with all adhesive products, the skin site must be thoroughly cleaned and dried prior to application. If there is any moisture on the skin surrounding the catheter, the adhesive performance of this dressing may be compromised. If the dressing becomes wet whilst applied, it may have to be removed and a new dressing applied. We have not been able to confirm a relationship between the event and the device. The root cause remains undetermined. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was admitted to hospital for pancreatitis. After operation, a dressing was given to protect the wound. About 30 minutes later, the patient complained that dressing did not stick to the skin. The doctor observed that the dressing was not adhesive enough to keep the wound closed, which increased the probability of infection. Disinfection, replacement and gauze fixation were given. No harm or injury reported.